Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the viper2 final tightener driver (p/n: 286745550, lot number: ag2093832 ) was received at us cq. Upon visual inspection, the tip of the driver is broken. The broken tip components were not returned. Additionally, scratches from field usage were observed all along the device which do not affect the functionality of the device. The reported embedded device was not confirmed as no x-rays were provided. This complaint is confirmed as the tip of the viper2 final tightener driver is broken. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot = a review of the receiving inspection (ri) for viper2 final tightener driver was conducted identifying that lot number ag2093832 was released in a single batch. Batch1: lot qty of units were released on 12 aug 2011 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review =the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during posterior spinal fusion surgery the tip of the viper 2 final tightening shaft broke off in the set screw. The surgeon tried to remove the broken piece but it could not be recovered. Fragments were generated. There was no surgical delay. Patient and procedure outcome were unknown. This report involves one (1) viper 2 system final tightener driver x25. This is report 1 of 1 for (B)(4).